Event description:
Non-healthcare professional during surgery reported that the lens was damaged. There was no patient contact. There was no injury to the patient and there was no medical intervention reported. Additional information has been received and it states that the scheduled procedure completed the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).